Event description:
A malfunction was reported on the pump, identified by the customer as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump using the provided pump reset information, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.